Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device change out procedure, the right atrial (ra) lead and right ventricular (rv) lead were stuck in the header of the existing pacemaker. The ra and rv lead then had to be surgically abandoned. No additional adverse patient effects were reported.